Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and healthcare professional via a company representative in regard to a patient receiving baclofen 4,500 mcg/ml at 2405.2 mcg/day and morphine 2.2 mg/ml at 1.1759 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity. It was reported that an alarm was heard and confirmed by telemetry. A critical alarm due to a low battery reset occurred. The patient experienced a sudden increased tone. The patient was irritable and not quite herself. The pump was updated to minimum rate mode, 26.7 mcg/day of baclofen and 0.0131 mg/day of morphine. The event date was reported as (B)(6) 2016. Additional information received on 2016-jul-22 reported the pump reset about a month prior. The event date was reported as (B)(6) 2016, year accurate. The pump was replaced with a new pump and catheter on (B)(6) 2016. The issue was resolved at the time of report. The patient's status at the time of report was alive - no injury. The cause of the battery reset was not determined.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter. Analysis of the pump confirmed that a low battery reset occurred due to an undetermined cause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.